Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: concomitant therapy occurred on an unknown date in 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: t was reported that on (B)(6) 2023, removal of a pfna was attempted because of delayed union which would have progressed into non union. The nail had been implanted six months prior in spain, and had been dynamized three months earlier to no effect. Removal was attempted using a non-synthes removal kit, but was unsuccessful. On (B)(6) 2023, removal of the same pfna was attempted using synthes removal kit, however the removal instrument would not screw into the back of the blade. It was believed this is due to damage cause by the originally used non-synthes kit. The blade removal instruments were utilized, however the end cap of the blade was unable to be removed. Because the end cap could not be removed, the hook method and plier method were both attempted and both were unsuccessful in removing the pfna. Carbide drills and diamond coated burrs were used and the blade sleeve and blade itself were removed separately with pliers. This report involves one unk - screws: nail distal locking. This is report 5 of 5 for (B)(4).